Manufacturer narrative:
Additional information provided in common device name, device evaluated by MFR, device manufacture date. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a preloaded intraocular lens (iol) delivery system was damaged. Additional information was requested and received reporting when advancing the lens, the haptic broke. There was patient contact but no reported patient harm. The procedure was completed using a backup device.